Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "misassembled packaging (incorrect position of packages inside the box). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. Corrections: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that some of the magic 3 go male hydrophilic intermittent catheter were bent and caused bleeding. No medical intervention was reported. Per additional information received via phone on 29dec2023, stated that only 1 catheter out of the entire box was pushed down too far inside the packaging which caused it to bend and create a hook at the end of the catheter. No medical intervention was reported. No other issues were reported.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some of the magic 3 go male hydrophilic intermittent catheter were bent and caused bleeding. No medical intervention was reported.